Event description:
A malfunction was reported by the caller in their tandem pump, specifically with malfunction 199, as indicated by the tandem source. There was no adverse impact on the customer's blood glucose level. Cts took action to rectify the situation by approving a pump replacement, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode before returning it. The customer acknowledged these instructions and planned to use an alternate backup therapy via mdi to ensure insulin delivery was not interrupted. Cts provided the caller with a pre-paid label for returning the defective device within 10 days.